Manufacturer narrative:
The device was discarded by the facility; therefore, an analysis of the actual complaint device is not possible. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Csi ID# (B)(4). Discarded by facility.

Event description:
It was reported that during a coronary orbital atherectomy procedure, a perforation occurred while using a csi orbital atherectomy device (oad). There were multiple target lesions located in the left main (lm) artery, left anterior descending (lad) artery and circumflex artery. The physician accessed the lesions using an ebu guide catheter and a csi viperwire guide wire. The oad was loaded onto the guide wire and advanced to the site of treatment. The physician performed nine runs to treat the lm artery, lad artery and circumflex artery. Post-atherectomy revealed a perforation in circumflex. The physician resolved the perforation via balloon angioplasty and stent deployment. The patient status remained stable throughout the procedure.